Manufacturer narrative:
The t:slim pump user guide states to only use single-use, disposable t:slim cartridges. The efficacy of the t:slim pump can not be guaranteed if cartridges are filled more than once. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an error message on the pump during the load process. The customer stated that the message instructed the customer to load a new cartridge instead of a used cartridge. Reportedly, the customer stated reloading a used cartridge that was refilled with insulin. The customer stated was able to reinstall the same cartridge successfully. Tandem technical support was unable to verify an alarm due to the reported event was in the past. The customer's blood glucose level was not impacted.